Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in an attempt to remove the spring wire guide (swg) the physician noted a resistance. The physician attempted to push the catheter and the swg a bit forward and backward. It appeared that the swg became unraveled and expanded. As a result, a new set with the same lot number was opened and inserted successfully. There were no reported pt consequences to the pt.